Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a roller clamp was not tight enough as the port plug delivers medication and lets the air accumulate in the circuit. The facility reported that 50% of the time, the patient lost a circuit of blood and the other 50% saline was used to return blood back to the patient. They perform 3-4 treatments per week and the incident occurred every time this priming set was used. Patient had no adverse effects and required no medical intervention. Sample has not been returned to the manufacturer. This is one of 42 complaints regarding this issue.